Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 200 mg/dl at the time of incident and the current blood glucose of the patient is 400 mg/dl. Customer treated with manual injection and insulin pump. Customer allege pump was under delivering. Customer stated that the drive support cap appears normal. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device was monitored and function properly noted. Device communicated properly with the test minilink transmitter and tested with glucose sensor simulator. No sensor error anomaly noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).